Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the computer on this system the camera cart was not powering on. The main cart was up and running; it could access application, connect to the electronic picture archiving and communication systems (pacs), etc. No patient was present. Troubleshooting information was provided. Technical support (ts) instructed the medtronic representative (rep) to remove the camera cart panel and verify whether any of the camera cart components were receiving power. There were no leds on the o-ring, ups, poe injector, and no lights on the camera. Ts then had the rep ensure everything was properly seated between the umbilical, main, and camera cart upss. Next, ts had the rep check the leds on the main cart ups, where it was found that the v2 led was off while all others were solid green. The rep was then asked to bring in the main and camera cart from another system on site. When the camera cart from the other navigation system was plugged into the main cart from the original system (using the umbilical from that system), both carts powered on, but the camera cart displayed a "no video detected" error, and the v2 light illuminated on the main cart ups. Ts had the rep try the original configuration again, plugging both the main and camera carts from the original system using the original umbilical. This time, the system powered on completely, although there was a very brief error message on the camera cart monitor ("unable to connect, contact it administrator") before eventually booting up normally. The probable cause was likely a one-off glitch in one of the components, possibly the main cart ups.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 9735787 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was received. It was reported that the site was seeing this behavior again. They were seeing the unable to connect, contact it admin message for upwards of 15 minutes. They tried reseating the interconnect cable and rebooting the system multiple times before the camera cart was able to power and show video. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15 is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The uninterruptible power supply 9735788, lot number: 18140165, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There were no failures found. Code d14 and previously reported codes b01, c19 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.